Event description:
It was reported that about 5 years ago the lead components of their implantable neurostimulator (ins) system ¿came loose¿ and that their doctor had to ¿redo¿ it. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).